Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a react68 catheter had difficult navigation and broke. Patient with tortuous anatomy was being treated for stroke. Physician had to do multiple attempts to reach target anatomy but was having trouble navigating the react 68. Pulled it out and there was no damage, tried with some penumbra aspiration catheters but also could not get to the navigation needed. Went back with the react 68 but still said it was difficult to reach and said that it was possibly due to intracranial atherosclerosis. It is possible that the aspiration catheter was getting "banged" on the plaque and that is why it broke. The tip of the react 68 broke off in the middle cerebral artery (mca) and could not be retrieved from patient as they could not get access to the mca again. When react 68 was taken out of patient, they could see the broken tip with "coils" sticking out. There was no friction or difficulty during injection. Force was applied during delivery or removal. The catheter was not stuck in the guide catheter. The distal section was broken. The broken segment remains in patient in the mca. The devices were prepared as indicted in the instructions for use (IFU).  The patient was undergoing a thrombectomy. Vessel tortuosity was severe. Patient had a stroke and a fall, unsure if injury is related at all to the incident with the react 68. Ancillary devices: penumbra bmx guide catheter, stryker trevo microcatheter, synchro 14 guidewire

Event description:
Additional information received reported that the patient is doing poorly but not a result of the catheter issue. Because of tortuosity, they were not able to deliver a micro catheter distal enough into the proximal m2 for either aspiration or stent retrieval, therefore it was a failed thrombectomy that led to her current status. The tip would not proceed beyond the first curve of the carotid siphon going into the cavernous segment, likely due to the sharp turn and possibly calcified atherosclerosis. The same result occurred when trying a smaller competitor catheter. Of note, there was a double hairpin twist in the mid cervical carotid artery preventing the guide from being positioned higher for support. Attempts were made to snare the piece with the microwire as this was the only device that could be manipulated and navigated that far but this just pushed the piece further along with the blood flow. There was no vasospasm of the vessel near the most distal point the react was able to track to.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the react-68 catheter was returned for analysis within a shipping box; and within a plastic bio-pouch. The ancillary devices were not returned for analysis. Damage location details: upon visual inspection, no damages or irregularities were found with the react hub. The catheter body appeared to be damaged and deformed from 113.0cm to 114.0cm from the hub. In addition, the react catheter body was found to be separated at 142.0cm from the hub with the inner coil wire exposed and the inner liner found stretched. The remaining distal segment of the catheter was not returned for analysis as it was reported the broken segment remains in patient in the mca. No other anomalies were observed. Testing/analysis: the react-68 catheter total and usable lengths were measured to be within specification. The react-68 catheter was flushed, water exited from the distal end. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ and ¿difficulty navigation¿ were confirmed as the catheter body was found to be damaged and separated. It is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the reported difficulty during navigation. However, the cause for the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.